Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 520mg/dl. The customer was treated with IV and shots. Customer's blood glucose at the time of call was 374mg/dl. The customer was not wearing the insulin pump during the hospitalization but for less than forty eight hours. Customer declined to troubleshoot for high blood glucose. Customer stated that when they took reservoir out, it was wet so they were assisted with pump exposed to fluid troubleshooting. Customer was advised to replace reservoir. The insulin pump will not be returned for analysis.